Event description:
It was reported that during surgery for rectal cancer, two pieces of "v.a.c. Therapy foam' were found in a pt that had received v.a.c. Therapy over a year ago.

Manufacturer narrative:
The physician caring for the pt indicates that two pieces of "v.a.c. Therapy foam" were found when the pt was undergoing a resection for rectal cancer. The physician further indicates that the first piece of foam was a 4-5 cm piece of granufoam that had walled off; the second piece was a 6 cm strip of whitefoam that had incorporated into the bladder wall. The physician also indicates that the pt had a urethral stricture related to the foam. The foam was excised and the pt required bladder reconstruction. V.a.c. Labeling states under "warnings": "always count the total number of pieces of foam used in the dressing and document the number on the drape and in the pt's chart. Also, document the dressing change date on the drape". It also states: "always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces were removed as placed". There was no report or indication that the device malfunctioned.